Manufacturer narrative:
The actual device is in the process of being returned for evaluation. The device history record for the reported lot number, 0202858994, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 14 ml/hr and 8 ml/hr, procedure: laparoscopic hysterectomy, cathplace: unknown. It was reported by the patient that the pump was not started after surgery because someone forgot to connect the device. The pain pump was started several hours post-operatively. Furthermore, the pump emptied sooner than expected. The patient was told the pump would not empty until sunday. The pump was set at a rate of 14 ml/hr for 3-hours at the hospital and was turned down to 8 ml/hr after that time. The patient reported a pain level of 3 out of 10 on a pain rating scale. The patient stated the nurse had difficulty moving the dial on the device and was assisted by another nurse to set back the rate to 8 ml/hr. The patient had instructions for removal of the device. There were no signs and symptoms of toxicity. No additional information was provided.

Manufacturer narrative:
One sample device was returned. The pump was received empty and infused to the distal luer. The device was evaluated. The investigation summary concluded that a fast flow was not observed. During the flow accuracy test and pressure pot testing, the pump met specifications. The failure was not confirmed. No root cause was identified. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. Root cause could not be determined. All information reasonably known as of 06-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).